Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced return of symptoms after a cephalic MRI was performed on (B)(6) 2011. Per the reporter, "from that moment on, he started feeling bad (return of symptoms)." No interrogation of the pump was performed after the MRI. Pump logs noted the following messages: "motor stall occurred" on (B)(6) 2011; "stopped pump may exceed tube set" on (B)(6) 2011. The physician reprogrammed the pump on (B)(6) 2011, increasing the dosage from 70 to 90 mcg/day of baclofen 500 mcg/ml. It was then noted "motor stall recovery occurred." Per the rptr, no other action was performed: "the pt is under control." The drug used in the pump at the time of the event was baclofen.